Manufacturer narrative:
H1: type of reportable event: there are no reportable events associated with this complaint record. Photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Device appearance: not observed. Broken/damaged component: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Previous medwatch submission noted "divot and break". Abbvie medical safety review has determined that the event of "divot and break" is non-serious severity 2. These events are no longer reportable.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: divot and break.

Event description:
Healthcare professional reported "divot and break" on a tissue expander. Device was not implanted. No patient contact. Surgery was completed with a back up device.